Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and it was reported that the issue occurred during a multilevel spinal fusion procedure and there was a two hours delay to the procedure.

Manufacturer narrative:
Patient information was unavailable at the time of filing. Initial reporter name unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a procedure. It was reported that the navigation system was not communicating with the imaging system resulting in an inability to navigate. Navigation was aborted and the surgery was able to proceed. It was noted by the manufacturer representative that during a previous site visit, they worked with the electronic picture archiving and communication systems (pacs) it administrator to fix a connection issue between the navigation system and the hospital's pacs system. The manufacturer representative switched the ip address from static to dynamic host configuration protocol (dhcp). The ip address remained the same, but it was noted that the switch to dhcp caused this communication issue between the navigation system and the imaging system because the navigation system would not match the imaging system's ip address when plugged in, resulting in a faulty connection. During this event the setting was changed back to static and the imaging and navigation system were then able to communicate successfully. Each system was booted up and down a dozen times to ensure the communication continued to be successful, showing a green bar between the navigation system and imaging system. There was no reported impact to the patient's outcome as a result of this issue.